Manufacturer narrative:
Explant date: not applicable, there is no indication the device was explanted. Initial reporter first & last name: information unknown/not provided. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient suffered from halos and blurry vision post intraocular lens (iol) implantation. Patient's distance visual acuity provided as 0.4 pre-operative and 0.5 post-operative. The condition was debilitating where patient cannot perform her daily activities normally as patient felt so uncomfortable. Account provided that starting from decimal 0.3, patient cannot identify the numbers in the visual chart. There was no delay in treatment and no other interventions reported. No further information was provided.